Event description:
Related manufacturer reference number: 2017865-2022-12804. Related manufacturer reference number: 2017865-2022-12807. It was reported that a patient presented to the emergency room reporting falls and syncopal episodes. Upon examination, the patient¿s right ventricular (rv) and left ventricular (lv) lead were found to have intermittent loss of capture. The loss of capture was alleged on the patient¿s pacemaker. The rv and lv leads were found to also have high capture thresholds. Corrective programming changes were made. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
New information received notes that intermittent capture was alleged on the right ventricular (rv) and left ventricular (lv) leads. The event occurred on (b)(3) 2022.